Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical cadd legacy 6500 pump was notified that a customer received underdose do the an alarm of unresolved no disposable alarm . No patient adverse events reported.